Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted; (B) (4). Two requests have been made to the health-care provider (via fax) for the device, operative report, and additional information (on (B) (6) 2010 and (B) (6) 2010); however, no additional information was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. No further details were provided. The cause of death, date of death, and implant duration remain unknown.